Event description:
A nurse reported that an intraocular lens (iol) was explanted due to ¿implantation traces¿ on the iol. Add¿l info was received from the site which indicated the lens was scratched by the surgeon when it was taken out of the lens case. This was not detected at first and the lens was explanted during a secondary procedure. The surgeon reported the event was due to his error. No further info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint appears to be user error. There have been no other complaints reported in the lot number. Add¿l info was requested and received. (B)(4).